Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10h26048, h10k05047, h11c16098, h11b24094, h11c31030, h11d25048, h11f09054, h11b07024 and h11f01101 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse in (B)(6) of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). During a call with baxter customer service, the following was reported. On an unreported date the patient experienced touch contamination. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was contamination of the end of the transfer set. On (B)(6) 2011, the patient was discharged. The patient was recovering from the peritonitis. The outcome for touch contamination was not reported. Dianeal therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal therapy but did not comment on the event of touch contamination.